Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported vertical row of keys would not work which was reproduced. System error 345 was verified through a review of the event history log and found to be caused by the keypad flex not fully seated in the input/output printed circuit board (I/o pcb). The keypad flex was reseated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a vertical row of keys would not work. There was no known patient injury or medical intervention associated with this event. No additional information is available.